Manufacturer narrative:
Correction: the device was not explanted as initially reported. Only the abutment was removed and the implanted device remains insitu.

Manufacturer narrative:
This report is submitted on june 19, 2018. (B)(4).

Event description:
Per the clinic, the patient experienced pain resulting in the decision to explant the device on (B)(6) 2018. It is unknown if there are plans to reimplant the patient with a new device as of the date of this report. Additional information has been requested but has not been made avialable as of the date of this report.